Event description:
Patient reported they had seen their dentist who told them to stop byte aligner treatment immediately. The treatment negatively impacted their tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.